Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill alert after loading the cartridge with approximately 150 units of insulin. Customer reported a blood glucose (bg) level of 277 mg/dl. Customer to contact health care provider and pharmacy for backup therapy to address bg level. Tandem technical support followed up with customer and confirmed that they were able to load a cartridge and resume insulin successfully.